Manufacturer narrative:
Received one device, the complaint of an occlusion can be confirmed. The probable cause is due to excess solvent applied in the filter outlet. Test found an occlusion was observed at the inline air filter, the air filter was then isolated and cut out from the tubing. Further investigation led to a severing of the filter outlet port. An occlusion was observed with solvent.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not prime the tubing with blinatumomab. Per reporter, during priming, 1 ml was primed before the device alarmed with flow issue. Tubing was not clamped, not kinked and there was nothing on the end of tubing to restrict flow. The reporter noted that the registered nurse needed to remove the tubing from blinatumomab bag and re-spike it with new tubing. It was further reported that the device did not prime the tubing with blinatumomab. There was no patient involvement, and no patient harm/adverse event reported.